Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces.

Manufacturer narrative:
Distributor reported that centrifugal (rt12 rotor and tubes) debris escaped from their customer's statspin vt; the internal safety shield was installed while using the unit; the customer inspected the lid/latch and hinge prior to use, with no damaged identified; there were no reports of injury or any required medical attention; and the customer elected not to return the unit to the manufacturer for further evaluation.